Event description:
Clinical trial. It was reported that 379 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced an acute myocardial infarction. The patient presented for treatment with an acute myocardial infarction at the time of the index procedure. The target lesion was located in the mid lad (left anterior descending) with 90% stenosis and measuring 2.5x17 mm. The lesion was treated with a 2.5x20 mm taxus express2 drug eluting stent. The patient was discharged five days post procedure on asa and plavix. The patient presented 379 days following the index procedure with burning chest pain and nausea. Medications were administered, including: aspirin, omeprazole, simvastatin. It was also noted that the patient had stopped plavix one month prior to this event and that the patient had chest pain and weakness one month prior, but did not seek medical advice or treatment. This event was assessed by the investigator as probably related to the study device.

Manufacturer narrative:
As no device was received for analysis, it was not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The exact cause of the complaint could not be determined; therefore, the most probable root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure.